Event description:
On (B)(6) 2018, this patient was implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface to treat a superior mesenteric artery (sma) aneurysm. During the procedure, a dissection of the sma was unintentionally created by a guidewire. Therefore, a bare metal stent was implanted to repair the dissection. The gore® viabahn® device was then implanted to repair the aneurysm which was located distal to the dissection. Balloon angioplasty was performed against the untreated portion of the dissection located between the distal end of the bare metal stent and the proximal end of the gore® viabahn® device. The procedure was concluded without any further reported issues, and the patient tolerated the procedure. On (B)(6) 2018, a follow-up ultrasound reportedly confirmed that the gore® viabahn® device was occluded. On the same day, catheter directed thrombolysis was performed to repair the occlusion, and an additional bare metal stent was implanted to address the untreated portion of the existing dissection. Blood flow was reportedly improved, and the procedure was concluded. The patient tolerated the procedure.